Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the umbilical hernia was unknown. The patient was hospitalized for the event. The hernia was manifested by abdominal pain. On the day of diagnosis, the patient underwent an emergency hernia repair surgical procedure. Dianeal and extraneal therapies were ongoing. The patient was recovered from the event. No additional information is available.